Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a heart bypass procedure on (B)(6) 2021 the patient was experiencing ineffective stimulation. Technical services confirmed through an analysis of the clinician programmer logs that the patient's ipg was not in a bondable state. A manufacturer representative met with the patient and pairing was re-established with the ipg, which resolved the issue.